Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black insulation was not stripped or damaged. The wire was exposed due to energy wire breakage. The wire was frayed. There was no loss of cautery or thermal damage was not observed. There was no material that got broken or detached in the patient's body. There are no photographic images of the device(s) or a video recording of the procedure available for is review.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm fenestrated bipolar forceps instrument had an exposed wire. The procedure was completed with no reported injury. There were no delays.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.